Event description:
The advocate stated the customer was given a contour meter while at the doctor's office. The customer's glucose was tested using the contour and the reading was 99 mg/dl. The advocate stated the doctor had the customer sent to the emergency room because he was concerned about the reading. The advocate did not mention why the doctor was concerned. The hospital tested the customer's glucose 1 1/2 hours later and received a reading of 40 mg/dl. Based on the hospital reading, it's assumed the customer was experiencing symptoms of hypoglycemia and most likely received treatment. Control solution was sent to the customer for further troubleshooting, so no product was expected to be returned. Customer service attempted to contact the customer for additional info, but found her number was disconnected.